Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint following the additional information received. It was written in the zper that the hospital scrapped the implant. Therefore, no product evaluation could be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided based on the zper, the product history records, the review of the case and the recurrence of this type of event for this product, the root cause of the event cannot be determined. However it could be hypothesized that the surgeon used some rotational movement to position the implant, leading to the implant disassembly. It is clearly stated in the surgical technique to avoid lateral and rotational movements of the implant-to-peek cartridge assembly during and after insertion (step 11: device insertion). Moreover, it was reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10: verify insertion trajectory). However, considering the lack of information provided and without the product return and evaluation, this hypothesis cannot be validated. The investigation found no evidence of a device issue. The root cause of this disassembly remains undetermined with the most likely hypothesis of user error. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Mobi-c p&f us : disassembled during insertion. It was reported on the zper that implant fell apart while inserting. The surgery was completed with another implant of the same size. No harm to the patient. Additional information received from reporter on december 6th 2018: the current state of health of patient is unknown. It is unknown which level the surgery was. No delay in the procedure over 30 minutes occured that was related to the event. The depth stop adjustment was initially set at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The disc space was under distraction. The surgeon did not encounter resistance while inserting prosthesis. No difference in surgical steps between the first and the second implant was noticed. No per-op images are available. The mobi-c no touch level was not used. The mobi-c distraction forceps was used. The reporter did not know if prosthesis could have been inserted with an angle or if a rotational move was done while inserting prosthesis.

Manufacturer narrative:
This medwatch is submitted to send the an initial report concerning this complaint. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Information requests are in progress to obtain more information about the incident. Investigation still in progress. Conclusion not yet available. Scrapped by hospital.

Event description:
Mobi-c p&f us: disassembled during insertion. The implant fell apart while inserting. Surgery completed with another device. No harm to the patient. Additional information requested.